Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot#: n144183, implanted: (B)(6) 2008, product type: accessory. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3550-39, product type: accessory. Stim lead/body/conductor/broken/at titan anchor site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported on (B)(6) 2016 an event of unknown details. A spinal cord stimulation (scs) system had been explanted and returned for analysis. There were no related patient symptoms reported, and the indication for use was chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.